Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead, which was suspected to be due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, twiddler's syndrome, and sensing noise. As received, a partial lead was returned in four pieces for analysis. The reported event of sensing noise was confirmed. Visual inspection revealed an external insulation abrasion, which breached the outer insulation proximal to the suture sleeve tie mark, which is consistent with friction to the device can. The reported event of sensing noise was due to the exposure of the outer coil in the abrasion location. All other damage noted is consistent with procedural damages. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2022-06807 and 2017865-2022-06818.

Event description:
Additional information was received that the noise resulted in oversensing on the right ventricular (rv) lead. Additionally, a dislodgement of the rv lead was suspected. The patient was stable.